Event description:
The patient felt that stimulation would decrease or go off, not affected by movement. No other device troubleshooting was reported. The implantable neurostimulator was replaced. The patient outcome was reported as 'no injury, recovered without sequela'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.